Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 unopened pouch and 1 opened. Analysis and results: there are no previous complaints of this batch code. There are no units in stock. A total of 9,972 units were manufactured and distributed, there are no units in our stock. Received one closed sample and on... Performed tightness test to the closed samples received and the units are tight. Tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements. A minimum of five samples would be preferred because it is the minimum number of units that is required by pharmacopoeia. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. As indicated in the instructions for use of the product: "when working with novosyn suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Final conclusion: complaint is not justified. Corrective/preventive actions: na.

Manufacturer narrative:
Mfg site eval: eval on-going.

Event description:
Country of complaint: (B)(6). Thread broke during surgery.